Event description:
Customer reported via phone call that they have a keypad anomaly. The blood glucose reading is 156 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and no low battery alert was noted. All operating currents were within specification and the insulin pump passed the self test and the displacmene test. No unresponsive buttons were noted and the buttons all functioned properly. No moisture damage, corrosion, or unlocked keypad connector was noted. The insulin pump had a cracked reservoir tube lip and a minor scratches on the display window.